Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was implanted using a 14f amulet delivery system under tee guidance. Device sizing was instead determined on the day of the case using tee measurements. The landing zone measurements obtained via tee were 17, 16, 17, and 19 mm at 0, 45, 90, and 135 degrees, respectively, and based on the IFU sizing chart, a 22mm device was selected. During the procedure, the patient did not experience any rhythm changes. A non- abbott wire was placed in the left atrial appendage, and the patient¿s left atrial pressure measured 13 mmhg. The device required three partial recaptures/repositioning attempts before final deployment, and at the time of implant, the device exhibited tire/barrel compression. The patient was discharged on the same day. On (B)(6) 2026, the patient presented to the emergency department with shortness of breath and was found to be in multi-organ failure. The patient subsequently passed away. The cause of death was determined to be multi-organ failure, and the implanter classified the event as being related to the procedure and the patient¿s comorbidities.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was implanted using a 14f amulet delivery system under tee guidance. Device sizing was instead determined on the day of the case using tee measurements. The landing zone measurements obtained via tee were 17, 16, 17, and 19 mm at 0, 45, 90, and 135 degrees, respectively, and based on the IFU sizing chart, a 22mm device was selected. During the procedure, the patient did not experience any rhythm changes. A non-abbott wire was placed in the left atrial appendage, and the patient¿s left atrial pressure measured 13 mmhg. The device required three partial recaptures/repositioning attempts before final deployment, and at the time of implant, the device exhibited tire/barrel compression. The patient was discharged on the same day. On (B)(6) 2026, the patient presented to the emergency department with shortness of breath and was found to be in multi-organ failure. The patient subsequently passed away. The cause of death was determined to be multi-organ failure, and the implanter classified the event as being related to the procedure and the patient¿s comorbidities.

Manufacturer narrative:
It was reported that the patient expired one day post amulet implant procedure. The device remained implanted and was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Information field indicated that the cause of death was related to the procedure and patient¿s comorbidities such as shortness of breath. However, based on the limited information received the root cause of patient death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.